Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or non-death adverse events.

Manufacturer narrative:
Citation: istrate etal. The influence of the learning curve on clinical outcomes in balloon-expandable versus self-expandable transfemoral transcatheter aortic valve implantation. Cardiology. 2023;148(4):335-346. Doi: 10.1159/000531401. Epub 2023 jun 6. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding clinical outcomes in balloon-expandable versus self-expandable transcatheter aortic valve implantation (tavi). The study population included 256 patients with a mean age of 77 years and were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population which included 128 patients in the balloon-expandable valve group and 128 patients in the self-expandable valve group.  Fifty two of 128 patients in the self-expandable valve group received a medtronic evolut r bioprosthetic valve.  Among the self-expandable valve group there were seven deaths within 30 days of implant; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among the self-expandable valve group adverse events included: major vascular or bleeding complication (access site bleeding, iliac or femoral artery occlusion, aortic dissection, aortic root hematoma), cardiac tamponade, valve migration, stroke, septic shock, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular aortic regurgitation, and conversion to open surgery.  No further information pertaining to medtronic products was noted.